Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "pain, deformity, increase of volume, capsular contracture baker grade iii and cyst" confirmed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
E1. Facility name continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, cyst, lymphadenopathy, malposition.

Event description:
Healthcare professional reported right side "pain, deformity, increase of volume, capsular contracture baker grade iii and cyst" confirmed via ultrasound. Device has been explanted and replaced.